Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular treatment procedure using an 8f sheath. Reportedly, the suture was not attached to the needle when removing the plunger. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The lack of pushing the plunger in all the way can be considered as the cause. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method- failure to follow steps / instructions was added to capture the plunger not being pushed in all the way.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement. The IFU deviation likely contributed to the reported suture retrieval issue; however, the account was aware of the deviation. The reported difficulty appears to be related to user technique (lack of pushing the plunger in all the way). The treatment appears to be due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.